Manufacturer narrative:
The field service engineer (fse) visited the customer site; it is unclear what service activities were performed. It was noted that the customer did not re-calibrate after 28 days; according to the information available, re-calibration was due on (B)(6) 2021 but the customer continued to test patients until (B)(6) 2022. Re-calibration occurred on (B)(6) 2022. The investigation is ongoing.

Event description:
The initial reporter questioned low results for multiple patients occurring since the end of (B)(6) 2021 tested for elecsys estradiol iii (estradiol iii) on a cobas e 411 immunoassay analyzer. (B)(6). No questionable results were reported outside of the laboratory. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
Qc results were within the acceptable range but trended low. Instrument performance testing results were acceptable. The specific cause of the event could not be determined, however, the investigation determined the event was consistent with the customer's failure to re-calibrate the assay. Re-calibration was due on (B)(6)-2021 but the customer continued to test patients until (B)(6)-2022. Re-calibration occurred on (B)(6)-2022 and (B)(6)2022. Product labeling states: "renewed calibration is recommended as follows: ¿ after 1 month (28 days) when using the same reagent lot ¿ after 7 days (when using the same reagent kit on the analyzer) ¿ as required: e.g. Quality control findings outside the defined limits the investigation did not identify a product problem.